Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration/malposition of essure device location of device: out of tube') in an adult female patient who had essure (batch no. D19666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pregnancy, breech presentation and cesarean section. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included obesity, vaginal pain, hematuria, irregular menstrual cycle, gastrointestinal disorder, vomiting and hemostasis. Family history included hypertension (mother.). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("allergy: nickel allergy"), tenosynovitis stenosans ("autoimmune diagnosed: dequervains/deouervains in both hands/wrists"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine/migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), polycystic ovaries ("pcos"), dry skin ("dry skin"), vulvovaginal mycotic infection ("yeast infection"), abdominal distension ("bloating"), hirsutism ("facial hair"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), neoplasm ("tumor/mass removed") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salphyngectomy (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, allergic rash, allergic skin reaction, allergy to metals, tenosynovitis stenosans, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, migraine, nausea, tooth disorder, alopecia, fatigue, gastrointestinal disorder, weight increased, polycystic ovaries, dry skin, vulvovaginal mycotic infection, neoplasm, abdominal distension, hirsutism, vaginal haemorrhage, depression, anxiety and weight decreased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hirsutism, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, polycystic ovaries, psychological trauma, tenosynovitis stenosans, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight increased and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, autoimmune, psych injury, uti, vaginal discharge, migration, perforation, hormonal changes, migraine, nausea, dental problems hair loss, fatigue, gi conditions, weight gain, pcos, dry skin, yeast infection, tumor, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Pathology test - on (B)(6) 2018: a. Foreign body, right essure, removal: foreign body consistent with essure. Right fallopian tube, salpingectomy: no significant histopathologic abnormalities. Negative for dysplasia or malignancy. Left fallopian tube, salpingectomy: no significant histopathologic abnormalities. Negative for dysplasia or malignancy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia, nausea and urinary tract infection. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical record received. Events: facial hair, abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: yeast depression, anxiety and weight loss were added. Event clubbed: perforation: fallopian tubes / migration/malposition of essure device location of device: out of tube. Reporters. Historical drugs, lab data and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration/malposition of essure device location of device: out of tube') in an adult female patient who had essure (batch no. D19666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pregnancy, breech presentation and cesarean section. Previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included obesity, vaginal pain, hematuria, irregular menstrual cycle, gastrointestinal disorder, vomiting and hemostasis. Family history included hypertension (mother). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergic rash ("allergy : rash/skin condition"), allergic skin reaction ("allergy : rash/skin condition"), allergy to metals ("allergy: nickel allergy"), tenosynovitis stenosans ("autoimmune diagnosed: dequervains/deouervains in both hands/wrists"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine/migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), polycystic ovaries ("pcos"), dry skin ("dry skin"), vulvovaginal mycotic infection ("yeast infection"), abdominal distension ("bloating"), hirsutism ("facial hair"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), neoplasm ("tumor/mass removed") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salphyngectomy (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, allergic rash, allergic skin reaction, allergy to metals, tenosynovitis stenosans, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, migraine, nausea, tooth disorder, alopecia, fatigue, gastrointestinal disorder, weight increased, polycystic ovaries, dry skin, vulvovaginal mycotic infection, neoplasm, abdominal distension, hirsutism, vaginal haemorrhage, depression, anxiety and weight decreased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hirsutism, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, polycystic ovaries, psychological trauma, tenosynovitis stenosans, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight increased and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, autoimmune, psych injury, uti, vaginal discharge, migration, perforation, hormonal changes, migraine, nausea, dental problems hair loss, fatigue, gi conditions, weight gain, pcos, dry skin, yeast infection, tumor, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Pathology test - on (B)(6) 2018: a. Foreign body, right essure, removal: 1. Foreign body consistent with essure. B. Right fallopian tube, salpingectomy: 1. No significant histopathologic abnormalities. 2. Negative for dysplasia or malignancy. C. Left fallopian tube, salpingectomy: 1. No significant histopathologic abnormalities. 2. Negative for dysplasia or malignancy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia, nausea and urinary tract infection. Batch no d19666 production date 2014-10-21 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("allergy : rash/skin condition"), skin disorder ("allergy : rash/skin condition"), allergy to metals ("allergy: nickel allergy"), tenosynovitis stenosans ("autoimmune diagnosed: dequervains"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), polycystic ovaries ("pcos"), dry skin ("dry skin"), vulvovaginal mycotic infection ("yeast infection") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, rash, skin disorder, allergy to metals, tenosynovitis stenosans, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, migraine, nausea, tooth disorder, alopecia, fatigue, gastrointestinal disorder, weight increased, polycystic ovaries, dry skin, vulvovaginal mycotic infection, neoplasm and abdominal distension outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, polycystic ovaries, psychological trauma, rash, skin disorder, tenosynovitis stenosans, tooth disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, autoimmune, psych injury, uti, vaginal discharge, migration, perforation, hormonal changes, migraine, nausea, dental problems hair loss, fatigue, gi conditions, weight gain, pcos, dry skin, yeast infection, tumor, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: migration, perforation, pelvic pain, abdominal pain, apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash, skin condition, nickel allergy, dequervains, psych injury, uti, vaginal discharge, hormonal changes, migraine, nausea, dental problems ,hair loss, fatigue, gi conditions, weight gain, pcos, dry skin, yeast infection, tumor, bloating, patient did not undergo essure confirmation test. Reporter information were updated. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.